Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of bluetooth telemetry loss was confirmed. Based on the information provided, it was determined that the patient¿s mobile phone was unable to detect the device on (B)(6) 2025. The root cause was unable to be determined with the provided information. No other anomalies were noted.